Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k892432. Medtronic is submitting this report to comply with FDA reporting regulations under 21 if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during post-shaving toilet, the patient had a desaturation with abundant secretion in the mouth. The balloon was checked with manometer at 0cm h2o, despite numerous attempts to inflate. Changed of pressure of the cuff and it was not working. Extubation of the patient was not initially planned because of spontaneous ventilation test. Intubation probe removed, lesions not seen but still at 0cm h2o pressure gauge, despite balloon inflation. It was indicated that there was no reintubation required. The patient was a suspicious covid.